Manufacturer narrative:
The device has been returned to the distributor. Confirmation testing performed by the distributor shows the meter is operating within specification. No test strip lot information was provided. Based on the limited information provided, the root cause of the incident could not be determined. There was no indication the patient dosed based on meter readings. A normal blood-glucose value for the patient was not given. It is possible the patient could experience hypoglycemic symptoms with blood glucose values around 81 mg/dl. The owner's guide and previous field returns have been reviewed. No corrective action will be performed because the meter was found to be operating within specification. This event will continue to be trended.

Event description:
The initial complaint, received (B)(6) 2014, reported that the bgstar meter was measuring blood-glucose values too high. The patient became hypoglycemic and was admitted to the hospital. A letter dated (B)(6) 2014 and received (B)(6) 2014 states the bgstar measured 81 md/dl and another device measured 42 mg/dl. The patient was then described as becoming comatose.